Event description:
On (B)(4) 2015, the reporter contacted lifescan USA, alleging " the meter says strop must be put in". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.